Event description:
It was reported that at implant after a few attempts were made physician was unable to reinsert stylet into the rv (right ventricular) lead. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis it was reported that the distal conductor was fractured from overstress, the distal conductor was distorted, and there was blood in/on the helix/lobe mechanism. It was apparent that damage occured during implant. The full lead was returned for analysis.